Event description:
The user facility reported that during a procedure they could not achieve hemostasis on a patient. Follow-up communication with the use facility confirmed: (1) the tr band did inflate but did not achieve hemostasis; (2) it was switched to a different tr band; (3) the procedure was completed; and (4) the patient is reported doing "good".

Manufacturer narrative:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The actual device was returned to the manufacturing facility and evaluated. Visual inspection upon receipt found that the compression balloons were in the state of being inflated. The actual sample was injected with 18ml of air which is the maximum volume for this product. The thickness of the inflated balloons were measured and confirmed to be comparable to that of the current product sample. Subsequently, the actual sample was submerged in water with the balloons kept inflated. No air leak was observed. The port component of the actual sample was disassembled for further magnifying inspection, no anomalies were observed. A review of the device history and shipping inspection records confirmed that there were no production related problems for this product code lot number combination. A review of the complaint files confirmed that this lot number has not been reported previously. Although the exact cause cannot be determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).